Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The etiology of the serious adverse events remains unknown; therefore, causality could not be firmly established. However, those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is sick and has peritonitis. The patient needed to cancel a delivery scheduled for (B)(6) 2025 due to the infection. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unknown) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily. However, on (B)(6) 2025 the patient's peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient's pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient's ip antibiotics were discontinued and replaced with intravenous (IV) diflucan for 21 days (dosage unknown). The patient was transitioned to hd without any reported issues and was discharged on (B)(6) 2025 (different clinic closer to home). The pdrn stated the patient is recovering and will likely return to pd therapy once the infection has cleared (retaining current cycler). The pdrn stated the cause of the serious adverse events is unknown, as the patient has been performing pd therapy for years and has never contracted peritonitis before. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn stated the patient was also diagnosed with influenza a while hospitalized, which is why the patient felt sick (i.e., congested, sneezing, coughing). The patient was successfully treated with an unknown antiviral medication and has recovered.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient is sick and has peritonitis. The patient needed to cancel a delivery scheduled for (B)(6) 2025 due to the infection. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unknown) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily. However, on (B)(6) 2025 the patient¿s peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s ip antibiotics were discontinued and replaced with intravenous (IV) diflucan for 21 days (dosage unknown). The patient was transitioned to hd without any reported issues and was discharged on (B)(6) 2025 (different clinic closer to home). The pdrn stated the patient is recovering and will likely return to pd therapy once the infection has cleared (retaining current cycler). The pdrn stated the cause of the serious adverse events is unknown, as the patient has been performing pd therapy for years and has never contracted peritonitis before. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn stated the patient was also diagnosed with influenza a while hospitalized, which is why the patient felt sick (i.e., congested, sneezing, coughing). The patient was successfully treated with an unknown antiviral medication and has recovered.